Manufacturer narrative:
Device evaluated by MFR.: a p elite us mr 8 x 4.00mm was returned for analysis. A visual and tactile examination identified that the hypotube was kinked at various locations along its length. No break had occurred in the hypotube. A visual and tactile examination identified that the distal extrusion was severely stretched and flattened and kinked. A microscopic examination of the distal extrusion noted that the extrusion was severely stretched and that a break had occurred in the blue inner/wire lumen at 5.5cm proximal from the tip. The proximal section of the blue inner/wire lumen was pulled 20cm away from the break site due to the severe stretching in the distal extrusion. The stretched extrusion measured approximately 22.5cm in length. A detailed microscopic examination of the balloon material identified no damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the tip section found no damage.

Event description:
It was reported that shaft break occurred. During preparation, a 8 x 4.00 promus elite drug-eluting stent was opened. However, when stylet was removed, the catheter seemed to strip off. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. During preparation, a 8 x 4.00 promus elite drug-eluting stent was opened. However, when stylet was removed, the catheter seemed to strip off. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.